Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed battery alarms and pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked in the thread are and below the grip pad. The battery cap threads were observed to be damaged and the cap was unable to fully tighten. Due to the damage, the pump intermittently powered on with the returned cap. A test battery cap was used for all testing. The pump case was cracked in the upper right hand corner of the display. Unrelated to the original complaint, the audio bolus button cover was observed to be torn but responsive. The current draws were within specifications. The pump case was removed and there was no evidence of loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.